Manufacturer narrative:
A complaint article, eva system, was received by d.o.r.c. And analyzed. Investigation revealed that the reason why it was not possible to start the machine up was a malfunction of the mainboard and, in turn, lack of response from modules and interface plate. Damage of the mainboard was caused by short circuit, which might have been triggered by e.g. Buffer leaking out of a bottle inside the eva system. The eva contains numerous protections against short circuit (extensively tested during testing to iec60601 etc.), and safely deactivated.

Event description:
At commencement of operating theatre dorc eva setup and turned on. At this point the dorc eva was found to be not responding and smoking, burning smell was also noted by the staff. System did not initiate normal start up. Operator switched system off and immediately called dfv for support.

Manufacturer narrative:
An investigation of the complaint article will be initiated by d.o.r.c. R&d department, as soon as it is provided.

Event description:
At commencement of operating theatre dorc eva setup and turned on. At this point the dorc eva was found to be not responding and smoking, burning smell was also noted by the staff. System did not initiate normal start up. Operator switched system off and immediately called dfv for support.